Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed unconfirmed.

Event description:
It was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the pd clinic. The patient was seen at the clinic for a monthly adequacy check with labs on (B)(6) 2025. Upon assessment, the patient complained of abdominal pain. The pd fluid collected for kt/v was cloudy. A pd culture was drawn. The cultures were positive for staphylococcus with white blood cell (wbc) count of 468 and 92% polymorphonuclear cells. The patient was initiated on antibiotics on (B)(6) 2025 with intraperitoneal (ip) ceftazidime 2g and ip vancomycin 1750mg. Additionally, the patient was prescribed nystatin 500,000 iu 1 tab four times per day for 21 days. Ceftazidime is to end on (B)(6) 2025. The vancomycin doses were to be administered on (B)(6). The patient was not hospitalized and did not require the pd catheter to be replaced or removed. The suspected cause of the patient¿s peritonitis is touch contamination based on the culture results. The patient is continuing ccpd therapy.

Event description:
It was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the pd clinic. The patient was seen at the clinic for a monthly adequacy check with labs on (B)(6) 2025. Upon assessment, the patient complained of abdominal pain. The pd fluid collected for kt/v was cloudy. A pd culture was drawn. The cultures were positive for staphylococcus with white blood cell (wbc) count of 468 and 92% polymorphonuclear cells. The patient was initiated on antibiotics on (B)(6) 2025 with intraperitoneal (ip) ceftazidime 2g and ip vancomycin 1750mg. Additionally, the patient was prescribed nystatin 500,000 iu 1 tab four times per day for 21 days. Ceftazidime is to end on (B)(6) 2025. The vancomycin doses were to be administered on (B)(6) 2025. The patient was not hospitalized and did not require the pd catheter to be replaced or removed. The suspected cause of the patient¿s peritonitis is touch contamination based on the culture results. The patient is continuing ccpd therapy.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this peritonitis event. The cause of the patient¿s peritonitis is suspected touch contamination. The pd effluent culture result of staphylococcus supports that determination as most cases of pd-related peritonitis are the result of touch contamination with the most common pathogen being coagulase-negative staphylococcal species which commonly colonize human skin and hands. Based on the available information and no allegation of a defect, the liberty cycler set can be excluded as causing or contributing to the patient¿s peritonitis.